Event description:
Healthcare professional reported right-side rupture. Device status is unknown.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "armpit adenopathies small" device was explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observation: observed opening on the device. Black particle observed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, e1, h4, h6.

Event description:
Healthcare professional reported right side "armpit adenopathies small." Device has been explanted, replaced with non-allergan device, and was discarded.